Event description:
The ortho summit sample handling system instrument reportedly gave two error messages that the x-arm was in the wrong position, and the "dc motor" followed by a burnt email. No death or serious injury was associated with this incident.